Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported receiving critical pump error with open book image. The customer reported blood glucose value of 437 mg/dl, and the hyperglycemic event was treated with insulin pump. The event involved product(s) mmt-242a, mmt-332a, 78893-01, mmt-1884. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for critical pump error, and pump does not show signs of any damages. Customer was using the correct battery cap for the pump in use. Customer was advised to discontinue use of the device, and the insulin pump will be replaced. No further patient complications were reported. No product return is required for mmt-242a, mmt-332a, 78893-01. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm triggered by pump error 4 critical handling alarm on (B)(6) 2026 at 04:06:13. Pump error 4 alarm due to hardware error (line number 2689 file number 32122). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Critical pump error (open book image) alarm confirmed due to pump error 4 alarm. Pump error 4 alarm due to hardware error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.